Event description:
A sprinter legend rx balloon dilatation catheter, 3.0mm length x 15mm diameter was used to pre-dilate the distal rca. It was reported that the physician was unable to deflate the balloon at the lesion site. It took approximately 8 minutes to deflate the device. The balloon had to be inflated above the recommended burst pressure to remove the device from the pt. Communication from the field confirmed that the device was inspected prior to use with issues noted. The sprinter legend rx device was received for eval. The balloon had been inflated. The outer lumen appeared to have been inflated and had burst just proximal to the balloon bond. The inner lumen appeared kinked underneath the burst section of outer lumen, there appeared to be some stretching of the proximal balloon weld. Due to a burst of the shaft, inflation/deflation tests could not be carried out; as a result, the alleged deflation issues cannot be confirmed. Target lesion in the distal rca is reported to have been in a non tortuous with the lesion exhibiting 80% - 90% stenosis with severe calcification. There was no pt injury and no add'l clinical sequelae have been reported. The pt is reported to be stable post procedure.

Manufacturer narrative:
(B)(4). Eval results: no conclusion can be drawn; cd images were not received for review.